Event description:
It was reported that air bubbles were observed within the canister. Customer changed out the cartridge to address the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Cause was not known. Bg level was displayed as "high"; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.